Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump is indicating that it is running, but does not actually infuse. Mmdg did follow up with the initial reporter and they stated that the patient had not had any adverse effects due to the reported complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump did under infuse, however, it was still within the range that mmdg considers not reportable. Mmdg could not replicate or confirm the reported complaint. The pump was found to have a failed downstream sensor, which resulted in the pump failing to alarm no flow out.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump is indicating that it is running, but does not actually infuse. Mmdg did follow up with the initial reporter and they stated that the patient had not had any adverse effects due to the reported complaint. (B)(4).